Event description:
It was reported that the patient was experiencing discomfort at the midline. The patient underwent a revision procedure wherein the anchors are placed deeper. It was also mentioned that the patients ipg was replaced due to an unknown reason. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI: upn: m365sc43190; model: sc-4319; serial: na; batch: 21241163.